Event description:
A report was received that patient had wound dehiscence and drainage at the pocket site. The wound never totally closed. Infection was not confirmed. Antibiotics were prescribed. The physician believed that the event was not device related. The patient's ipg was removed.

Manufacturer narrative:
.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that patient had wound dehiscence and drainage at the pocket site. The wound never totally closed. Infection was not confirmed. Antibiotics were prescribed. The physician believed that the event was not device related. The patient's ipg was removed.